Event description:
A customer contacted beckman coulter regarding several elevated accu tni results from a single pt that was generated by the access instrument. The elevated accu tni results (samples a-d) ranged from 38ng/ml to 45.8ng/ml [see b6]. The elevated accu tni results were obtained from 4 different samples collected on different days [see b6]. The elevated accu tni results were reported out of the lab. In 2004, the customer indicated that the pt was admitted for "heart device suspicion" (no add'l info was provided). During the pt's admission at the hospital, an ECG procedure was performed. The ECG results did not show coronary artery disease. The cardiologist noted no myocardial damage and questioned the elevated accu tni results. The customer did not provide any add'l info regarding this event. There has been no change to pt treatment or any injury that can be attributed to this event.

Manufacturer narrative:
The customer indicated that the blood specimens were sampled fresh from the primary tubes. The customer did not provide any qc and system check info. The customer indicated that per the physician's request, they performed dilutions from sample d (collected oct 2004). Result recovery from the dilutions were poor (results were not linear). Both the customer and the physician believed that these samples have some sort of interference that is causing the falsely elevated accu tni results. No add'l event info was provided by the customer. As of 11 nov 2004, the customer has not provided any pt sample (from this event) for add'l investigation at beckman coulter, inc. The customer and the physician suspects the elevated accu tni results were due to an interferent present in the pt's sample. Since no pt sample has been provided from this event to confirm or refute the customer's findings, a malfunction will be assumed for the purpose of this report. The root cause of the event is unk and unknowable.